Manufacturer narrative:
A ge representative has not yet evaluated the system. (B) (4).

Event description:
The customer reported the iris is stuck and the dose is too low. No patient injury was reported.